Manufacturer narrative:
Siemens filed the initial MDR 2432235-2024-00234 on 18-oct-2024. Additional information (10-jan-2025): siemens investigated the event and noted that the tube characterization station (tcs) barcode misread sample ID (B)(6) due to the customer using unapproved 6-7 mm barcode labels. The required minimum barcode width/height is 10 mm, specified in the customer's online help documentation. Siemens also identified a bar/space discrepancy within the barcode itself. When comparing the bars and spaces with the correct (B)(6) barcode, a wide black bar in the (B)(6) barcodes appeared compromised and split into two black bars instead of one wide bar, potentially due to an issue with the barcode printer. Siemens concluded that the cause of the event was a use error and the use of a barcode label that did not meet the requirements. The atellica sample handler prime system is fully functional and performs as specified, and no further evaluation was required. Siemens updated section h6 (investigation conclusion) to reflect the additional information.

Manufacturer narrative:
The customer reported that a pediatric sample (sid(B)(6) was misread and processed against a different sample (sid(B)(6) on the atellica sample handler prime system with serial number (B)(6). The customer stated the issue occurred on (B)(6) 2024 at 11:15 am and that sid(B)(6) was front-loaded and identified as sid (B)(6), and the worklist for sid (B)(6) was processed. Siemens has been informed that sid (B)(6) was not presented to the atellica system at the time of the event. The customer uses code128 as the barcode symbology, and the width of the label used with the sample tube appears narrow at 7.2mm, which is a potential issue. The laboratory has used labels with a measured width of 6mm. However, the customer has encountered barcode read errors on an alternate system and stated that no wrong sample ids were read and has stopped using barcode labels with a measured width of 6mm. Siemens is investigating the event.

Event description:
The customer reported that a pediatric sample (sid (B)(6) was misread and processed against a different sample (sid (B)(6) on the atellica sample handler prime system with serial number (B)(6). The customer stated the issue occurred on (B)(6) 2024 at 11:15 am and that sid (B)(6) was front-loaded and identified as sid (B)(6), and the worklist for sid 59249085 was processed. The customer informed siemens that the incorrect results had been released and were questioned by the physician(s). The customer stated that there was a delay in analysis because the limited pediatric sample volume depleted and decided not to rebleed the infant until the next day. The customer has performed repeat testing and issued a corrected report.there are no known reports of patient intervention or adverse health consequences due to the event.